Event description:
It was reported that, during a robotic laparoscopic left hemicolectomy procedure, arm froze, and two high-priority arm errors were displayed, followed by an unrecoverable alarm. A reset was performed by safely undocking and unplugging the instrument, then recalibrating, which initially resolved the issue. A short time later, the same issue occurred again. The arm became completely unresponsive and displayed the same alarms. This time, it appeared as a power loss affecting only this arm. The same reset procedure was repeated, with a slight adjustment to the arm tilt. No further issues were observed after this adjustment. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.